Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received absence of no delivery alarm. The customer's blood glucose was 388 mg/dl at the time of incident. The customer's blood glucose current was 456 mg/dl. Customer reports the following symptoms related to their high blood glucose was frequent urination and headache. The pump will not be returned for analysis.